Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/26/2020. A manufacturing record evaluation was performed for the finished device lot pcj988, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. The needle came off from the suture. It happened during procedure. The surgeon used another like device to complete the procedure. The procedure was delayed 5 minutes. There were no consequences for the patient reported.